Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was partially implanted in the patient. The removed broken half wss reported available for return but has not been received yet. A supplemental report will be submitted at the conclusion of our investigation. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the azur embolization coil was used for the treatment of an endoleak in a branch of the inferior mesenteric artery (ima). Reportedly, during manipulation for repositioning a couple times, the coil unintentionally detached prematurely in the patient. The physician attempted multiple techniques to snare the coil and was able to capture half the coil before it broke off and partially occluded the ima. Unwinding of the coil was apparent. Multiple attempts were made to snare out the other half but was unsuccessful. The physician then decided to push the remainder of the coil into target vessel; however, the tail end of the coil was protruding out into the ima. No additional intervention was performed or planned.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched, entangled, broken and separated from the pusher, and a portion of the broken coil was found entangled on a snare device. The pusher was not returned for evaluation. The stretched condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the target site (i.e., stuck on previously implanted coils or the tip of the microcatheter). The investigation found the implant's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.